Event description:
Customer emailed explaining the stem of the cup came off of their cup during the removal process. During communication regarding saalt's follow up procedure for a broken stem, the customer informed saalt that they chose to seek assistance from a medical provider to help remove their menstrual cup. Saalt replied requesting some additional information about the customer's removal techniques. The customer stated the cup was unable to be reached due to the stem breaking. The customer noted that she did everything she could remove the cup on her own after the stem broke. She tried squatting, tried breaking the seal with one finger, and was not able to pinch the base for removal. The cup had been inserted for 2 hours before the stem broke when attempting to remove the cup, then the customer went to sleep and tried to remove it in the morning. She then decided to seek medical care for removal of the cup and the doctor had to use a speculum when removing the cup. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."